Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anorectum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the bands keep on getting stuck at the tip of the ligator head instead of deploying off the device. The same problem occurred with the second speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the devices. The procedure was completed with a non-bsc device. Note: a video was submitted by the customer showing one of the devices outside the patient. After several attempts at deployment, no bands were deployed. The bands became tangled and remained on the ligator head. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Section e: this event was reported by the distributor. The physician is: dr (B)(6). Phone: (B)(6). (B)(6) clinical hospital. (B)(6). Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: additional information received on 16nov2021 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2021-05220 and 3005099803-2021-05223 are a duplicates of report number 3005099803-2021-03820 and report number 3005099803-2021-03848. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2021-03820 and report number 3005099803-2021-03848.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anorectum during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the bands keep on getting stuck at the tip of the ligator head instead of deploying off the device. The same problem occurred with the second speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the devices. The procedure was completed with a non-bsc device. Note: a video was submitted by the customer showing one of the devices outside the patient. After several attempts at deployment, no bands were deployed. The bands became tangled and remained on the ligator head. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.